Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 283 mg/dl (advantage) and 118 mg/dl (aviva). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).